Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 03.632.036, holding sleeve-long for matrix, lot number 6558999). The investigation of the complained retaining sleeve shows that a part of the pitch from thread distal is lacerated. Further investigation of documentation for production and material shows conformity for the product manufactured. Without further event details it is not possible to determine the exact cause of this occurrence. It is likely that a short mechanical overload caused this damage during screw insertion. These forces can be the result of, as for example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. Alternatively the connection between retainer cartridge and bone screw could be accidentally partially detached by holding the green knob within screwing. Synthes provides with the lockable retainer cartridge (03.616.043) an alternative instrument which can be hold on the knob by screwing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the sleeve broke during a surgical procedure on (B)(6) 2015. The device broke outside of the operating area, but reportedly during the procedure. No patient or surgical outcome information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 6558999 / released: may 2, 2011. Magnum manufacturing (presently (B)(4) medical) manufactured the holding sleeve long for matrix. The supplier¿s certificate of conformance ((B)(4) 2011) indicates that the parts were manufactured to and met all required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet. No material record reports or non-conformance reports were generated for this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.